Event description:
It was reported that a surface ECG and magnet application revealed no output. Repeated interrogations were unsuccess- ful. The patient had an intrinsic heart rate of 83 bpm which was stable and unaffected by the magnet application.